Manufacturer narrative:
(B)(4)

Event description:
T-wave oversensing was noted by a merlin.net notification. There was no inappropriate therapy delivered. Recommendations by sjm were made to reprogram the device. The patient is in stable condition.

Event description:
T-wave oversensing was noted by a merlin.net notification. There was no inappropriate therapy delivered. The device was reprogrammed according to the recommendations made by sjm. The patient is in stable condition.